Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing. No intervention was performed.

Event description:
New information received notes that programming changes were made in the clinic. The patient was stable post programming changes. The type of the oversensing was far-field p-wave oversensing on discriminator channel that appeared as non-sustained right ventricular oversensing, and multiple single-beat oversensing episodes were observed.